Event description:
It was reported by the customer's daughter that the customer passed away on (B)(6) of 2014 while attached to his insulin pump. Cause of death could not been confirmed by a healthcare professional, but customer's daughter stated it was heart and diabetes related. Customer passed away in his home alone. Customer's daughter stated she did not have the device and that all items had been turned in to customer's physician. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.